Event description:
It was reported that the patient was possibly shocked for atrial fibrillation (af) with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular fibrillation (vf). The patient was reported to have experienced dizziness and palpitations. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.